Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic f patient reported that the system was no longer functioning properly. They also stated that they had more rectal stimulation and not bladder stimulation and it was uncomfortable as it felt like they have a fecal incontinence but does not. No further complications were noted or anticipated